Event description:
Reported that during a lobectomy, the device delivered an incomplete staple line at second firing. Additional sutures were used to complete the procedure. There was no adverse consequence to the pt.